Event description:
The customer states a sample that tested negative on the ortho provue tested a positive 1+ reaction in manual gel. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and verified that the manual gel card was positive, and the provue gel card was negative. The fe had the customer repeat the test with the same sample and both manual gel and provue was negative. The customer then did a re draw from the same patient, and performed the test again on the new sample on the provue and manual gel. Both tests came up negative. The customer has placed the provue back in service. The ortho provue is operating as expected. No repairs needed. (B)(4).